Event description:
It was reported that a pump has a door not fully latched message, it was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was received inoperable with the reported door not fully latched message caused by failed link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.